Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
(B)(4). The facility states that during a knee procedure, the surgeon observed metal debris in the joint after the use of several medical instruments: a conmed linvatec mako 5.5 mm shaver ((B)(4)) and a mitek ritgidfix st guide frame ((B)(4), lot # unknown). Again, the observance was post instrument use, so the surgeon does not know which of these two pieces of equipment generated the metal debris. The facility states that they have had previous same issue with the linvatec, however, this is the 1st time with the rigidfix; due to not having observed the problem at the moment that it was happening; they are unsure which of these devices should be faulted.

Manufacturer narrative:
(B)(6) days have passed since this issue was reported to mitek, and to date, the complaint device has not been received; in fact, it is still in use, and without further issues. We cannot tell anything from this, outside of the possibility that the issue may have been technique driven, we cannot discern a root or underlying cause for the reported event. At this point in time no further action is warranted, however, this file will remain receptive to any potential future information received that is relative, germane and clarifying to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.